Event description:
During hysteroscopy with d&c and endometrial ablation the retractable portion of novasure device did not retract. Cervix was dilated further to remove device. Cervix was lacerated. Bleeding controlled with silver nitrate and monsil's paste.